Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq0652 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported a defect was found with an introducer, not allowing it to thread in easily. Additional information received via medwatch "vat nurse placing a midline, unable to thread in introducer, even after nicking the patient, introducer removed and that is when the defect was noticed, a new midline kit opened to retrieve second introducer, no issues after using new introducer. It was reported this occurred twice. This report addresses the second event.